Manufacturer narrative:
Continuation of medical device: 3058 interstim urinary mgu ipg implanted (B)(6) 2016; 3889-28 interstim urinary mgu lead implanted (B)(6) 2016.

Event description:
It was reported that the patient was inappropriately shocked by the implantable cardioverter defibrillator (ICD) due to an atrial arrhythmia with rapid ventricular response. Follow up with the physician's office indicated the device was reprogrammed. The device remains in use. No further patient complications have been reported as a result of this event.